Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle floating in a 1000ml total parenteral nutrition (tpn) bag. This was discovered after filling the bag with unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not returned to baxter; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed an elongated translucent particle floating within the bag. The actual sample was sent by the customer to a non-baxter lab for evaluation. The non-baxter lab identified a translucent particle during visual inspection. The translucent particle was analyzed using fourier transform infrared spectroscopy (ftir) and was found by the lab to be consistent with polyethylene and vinyl acetate polymers. A batch review was conducted and it was found that during manufacturing, particulate matter was identified in the fill port of a bag. The involved machine was recalibrated. The lot was reworked and released per procedures. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.